Manufacturer narrative:
PMA/510(k) #: unknownzilver biliary both 510k's provided: zilbs: k163018. Zib: k182980. Device evaluation: the zilver biliary device of unknown rpn and lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. As the rpn and lot number of the complaint stent is unknown the investigation is being completed on the assumption that the device used was a zilbs-635 device as it is known that the device was placed in the biliary tree. It should be noted that the devices used could also have been zib5 or zib6 devices. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilbs-635 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0065-3) lists stent occlusion and tumour ingrowth or excessive hyperplastic tissue ingrowth as known potential adverse events associated with biliary stent placement. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the available information it is known that tumour ingrowth resulted in obstruction of the zilver stent. It is possible that growth of the patient¿s tumour caused or contributed to the stent obstruction. As per the IFU, stent occlusion and tumour ingrowth or excessive hyperplastic tissue ingrowth are known potential adverse events associated with biliary stent placement. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient experienced stent obstruction and required placement of a jpws stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #: unknown zilver biliary both 510k's provided: zilbs: k163018, zib: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
An ercp was being performed where two previously placed zilver stents are in place in the left and right hilum. The user cannulated both sides with 2 different wires and balloon sweeps were performed. An extraction balloon was used to remove some tumor ingrowth. The 6mm titan balloon was used to dilated both sides. Two johlin pancreatic wedge stents were placed. While the user was deploying one of the stents, pulling back on the guiding catheter, the white knob on the end of the guiding catheter ripped off. The user was able to deploy the stent by holding onto the black portion of the catheter. The stent was placed successfully. (B)(4). Stent obstruction caused by tumor ingrowth requiring placement of jpws. (B)(4).